Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the blade of the harmonic ace instrument was broken. A backup harmonic ace was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the blade of the harmonic ace instrument was broken outside of the patient's body. There was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken blade near the blade base to be related to the customer reported complaint. The blade broke at roughly 0.17¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the reported complaint was typically attributed to misuse or mishandling. No image or video was submitted for review. A review of the device logs (attached) for the harmonic ace (part# 480275-08 / lot/serial# l90220104 - 0373) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via system serial# (B)(4). This is a single use instrument. This last usage of the device per the log review matches the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument damage could result in a fragment fall inside the patient was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.